Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor insertion was at the abdomen on the (B)(6) 2016. The complaint device was returned for evaluation. A visual inspection was performed and due to the sensor pod only being returned, a complete investigation could not be performed. The reported event of a detached cannula could not be confirmed. A root cause could not be determined.